Manufacturer narrative:
Dtmb1d4 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had under-sensing of atrial tachycardia/atrial fibrillation (at/af) observed on presenting electrograms (egm) and on stored egms. The lead is still in use. No patient complications have been reported as a result of this event.